Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that femoral angiogram or other imaging was not performed. It should be noted that the proglide instructions for use, access site and puncture considerations states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of angiogram performed contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral vein via 8fr sheath using the preclose technique prior to an ep ablation procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with two proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 11fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram was not taken. No additional information was provided.